Manufacturer narrative:
Device evaluation: other: the suspect device evaluation/investigation has not been completed. A f/u report will be submitted when the evaluation is completed. Evaluation conclusions: a f/u report will be submitted when the device evaluation has been completed.

Event description:
The transducer gave a false low reading. Another transducer was used to finish the case. There was no harm or injury to the pt.